Manufacturer narrative:
The insulin pump had scratched display window. The device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has cosmetic damage. The blood glucose at the time of the incident was 350 mg/dl. The customer stated that he bumped the insulin pump while walking up the stairs and the screen got scratched from the center to the right side. The customer stated that he could not read the display where the scratches are. The device was returned for analysis.